Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "screen flickering and blank". As reported be a teleflex clinical support specialist: "[clinician] called to report that the pump screen had started to flicker and go blank at times. The pump continued to pump without interruptions with this issue. She said that they had check all the cables and everything appeared well connected. They decided to change the pump out prior to calling the hotline. She called now just to report the issue. The patient remained stable throughout all of this." Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Reported as "screen flickering and blank". As reported be a teleflex clinical support specialist: "[clinician] called to report that the pump screen had started to flicker and go blank at times. The pump continued to pump without interruptions with this issue. She said that they had check all the cables and everything appeared well connected. They decided to change the pump out prior to calling the hotline. She called now just to report the issue. The patient remained stable throughout all of this." Patient condition reported as "fine".